Event description:
An intravascular ultrasound catheter was used to visualize the left main on this patient. It would not show an image, once it was inside the body. The catheter was removed, reflushed, reseated, and retried, to no avail. A second catheter was opened and used without issue. The company rep was notified.